Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in spain underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2020, during a routine tubing replacement, a bezoar was observed on the tip, which had detached and could not be removed. It was decided to leave the patient without any tubing and to admit for 24 hours to ensure that an intestinal obstruction did not happen due to the bezoar. On an unknown date, the patient expelled the bezoar with feces.